Event description:
Generator a209 under advisory for premature battery drain fault code bd, confirmed premature battery drain; also noted elevated electrode impedance. A month later s-ICD generator changed and dft testing resulted in impedance >140 ohms; electrode extracted and new electrode implanted.